Event description:
It was reported that the device was used during a gastric bypass. On the 2nd firing of the pouch, attempted to fire, but the device locked out. They reversed the knife blade, opened the device, removed from the patient. Reloaded same device with new reload, attempted to fire again, but with the same results. They reversed the knife, opened the device, removed from the patient and from the surgical field. Another device was used to completed the case without incident. There was no adverse consequence to the patient. On what tissue type was the device used? Stomach. At what location on the tissue? Pouch. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Reverse the knife blade, both times. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The motor sound began but then immediately locked out.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.